Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Additional manufacturer narrative: date of event was not provided, estimated date entered.

Event description:
It was reported that the patient presented at office consultation with sore and infected scrotum. The patient underwent a revision surgery where the infection was treated. After some time, a new surgery was performed to remove the device since the infection persisted. There were no additional patient complications reported.